Event description:
It was reported that an ilet device exhibited a screen malfunction consistent with a broken or nonfunctional display, prompting arrangement of a replacement device and instructions for returning the original. Symptoms included no adverse clinical effects, and blood glucose was reported to be in range. Outcomes included no injury, no medical intervention, and no alarms or alerts related to the event. Investigation included review of customer report details and confirmation of device return logistics for further assessment. Investigation of this device revealed a device display issue affecting the screen component, with no impact on therapy delivery or glucose control observed. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.